Manufacturer narrative:
See manufacturer¿s report #3004209178-2019-18601 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision. They stated that the ins did ¿not seem to like her body¿ and in only the last year and a half, their ¿body kicks them out. The patient stated ins incision had opened up and they tried ¿some antibodies¿ which did not work. As a result, they had to remove ins and replace it with a new one. There were no further complications reported or anticipated. (See general text for non-complaint information rule out/omitted from the event description).